Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and the cause was not known. The customer changed the cartridge and infusion set. An insulin injection was administered to address the bg level. The customer declined tandem technical support's offer to troubleshoot and declined follow up.